Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink non-dehp continu-flo solution set was leaking from the drip chamber during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.